Manufacturer narrative:
(B)(4) evaluation statement: the reported event of nuisance ail alarms could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that both channels were alarming "air in line" continuously with no air in the lines.  The user was unable to clear the error messages.  The pump was removed from service. Biomed reported replacing a defective air-in-line sensor.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
The customer reported that both channels were alarming "air in line" continuously with no air in the lines. The user was unable to clear the error messages. The pump was removed from service. Biomed reported replacing a defective air-in-line sensor.